Event description:
Head does not stay on, falls off - oral-b [device breakage] metal pin is shorter - oral-b [device physical property issue] case narrative: male consumer via phone stated that the oral-b toothbrush head would not stay on the oral-b pro 3 3900 toothbrush and fell off when brushing his teeth. The metal pin was shorter on the toothbrush. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.